Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare provider reported left side rupture. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare provider reported left side rupture. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.